Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported discordant result for quickvue sars otc. Consumer tested negative with the initial test and then waited to retest 24 hours later, resulting positive. Multiple attempts were made to gather additional details but consumer was unresponsive.